Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has multiple error codes messages. The unit was in clinical use at the time the reported issue was discovered however, there was no harm to the patient or the user.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. Fse replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the required test of the performance verification successfully. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the unit has multiple error codes messages. The customer indicated that the unit was not on a patient when the failure occurred.